Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume enough food for the intended amount of bolus delivery resulting in loss of consciousness. The customer's blood glucose (bg) level was 27 mg/dl. Customer received assistance from wife and consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.